Manufacturer narrative:
Date sent to the FDA: 02/08/2022.

Manufacturer narrative:
Date sent to the FDA: 09/08/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon observed induration and thickening of the tissue. He then encountered a collection of serous fluid once he entered into the cavity that had formed around the mesh. He removed the infected mesh, which had failed to incorporate or adhere to the underlying peritoneal membrane. It was reported that the patient experienced infection, severe pain, constipation, discomfort and inflammation. No additional information was provided.